Event description:
Insulin cartridge was pulled from the minimed 508 infusion pump when tubing was tugged with motion. The cartridge had 85 units of humulog insulin, 2 days worth of insulin, which was bolused when the cartridge pulled free of the pump. Apparently the pump door had opened several times prior to this incident without accidental infusion of insulin. Pump was not being worn in a carry case at the time of the incident. Problem has been reported to minimed who suggests the pump has a defective door.